Manufacturer narrative:
The pump was received with all buttons responding properly. No damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. However, the pump passed the displacement test. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. We were unable to perform the prime, excessive no delivery or occlusion tests or verify the prime/fill or a33 alarm due to the motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system alarm. The customer stated they were able to get the insulin pump backup and running and he connected up to it. Customer stated insulin was squirting out during the manual prime process. The customer treated with syringes. The customer the drive support cap appeared normal. The customer stated insulin pump's buttons had been sticking lately too. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.